Event description:
Boston scientific crm received information that this implantable right atrial (ra) lead was exhibiting noise and oversensing which led to some inappropriate mode switch episodes. Isometrics were performed which produced a stable impedance measurement at 400 ohms. Approximately nine months later, we received additional information that there were high out of range pacing impedance measurements greater than 2000 ohms. Pacing threshold measurements were normal and sensing was at 4 mv. There was no noise on the atrial channel and could not be elicited with pocket manipulations or isometrics.

Manufacturer narrative:
The patient continues to be monitored and no additional intervention is planned to take place at this time. No additional information is available at this time. If additional information becomes available the event will be updated. Additional information received indicated the ra pacing impedances were now less than 100 ohms. There continued to be episodes with noise on the ra and shock channel. The noise on shock channel was thought to be a result of the configuration of distal coil to can in which the can is 'active'. A boston scientific technical services consultant discussed turning off atrial discriminators pre and post shock. No additional information is available at this time. If additional information becomes available this report will be updated.

Manufacturer narrative:
Additional information received from the local area sales representative indicated the atrial lead was turned off by reprogramming the device to vvi at 50 beats per minute (bpm). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information received indicated the noise continued to be seen on the atrial lead. The device was programmed to vvir mode and atrial rhythm discriminators were turned off and rhythm ID was turned on. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.